Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon deploying the knot, the little silver pin on the bottom of the cartridge fell off into the patient. The doctor removed the piece that broke off and continued the case. The techs at the back table were loading three additional reloads and during assembly, they fell apart. The surgeon then used another of the same device and completed the procedure. The suture assist is the same and they pulled and saved the reloads. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: cartridge plate the analysis results found that a sw120 cartridge body was received with the cartridge plate separated from the cartridge body; the cartridge plate was returned. During inspection with magnification, no anomalies were noted with the cartridge plate; however the cartridge pin was damaged. There is no material remaining on the heat stake allowing the cartridge plate to come off. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.